Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the last few times the patient had charged their ins they noticed that it took seven to eight hours to charge it up. They stated that they were wondering if this as normal. They didn¿t use their stimulator as often as they should because they tried to manage their pain without having to run the battery down because it took forever to charge it. Charging expectations were reviewed. The patient was redirected to follow-up with their healthcare provider (hcp) if they still had concerns with charging taking longer. There were no symptoms reported. It was reported the event occurred in 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the ins taking longer to charge was due to the fact that the older the ins gets, the longer it takes to get a full charge. The patient was advised to charge more frequently so that recharge sessions would be faster. The patient noted that so far this has worked to resolve the issue, and that they have not been letting the battery go down far as a result of charging more frequently. No further complications were reported.